Event description:
Per the clinic, the patient was admitted to the hospital on (B)(6) 2013, due to post auricular cellulitis and superficial abscess. The patient was administered 'IV' antibiotics vancomycin and zosyn (dosages and duration not reported) and later a one week course of ceftriaxone (dosage not reported). The patient was discharged from the hospital on (B)(6) 2013 on bactrim 40 mg tmp/200 mg smx twice a day for 10 days. At discharge, the infection has reportedly resolved. The implanted device remains.

Manufacturer narrative:
Implanted device remains.